Manufacturer narrative:
The returned device was evaluated. Internal evaluation revealed damaged plastic on the connector that holds the display board in place. During testing the device passed all functional testing, the customer complaint could not be duplicated.

Event description:
It was reported that the units will not stay on when unplugged or units will turn off in a few minutes of unplugging them. No known impact or consequence to patient.